Manufacturer narrative:
This report is being supplemented to provide additional information including the legal manufacturer's final investigation, the device evaluation results, and the third-party hygiene microbiological test results. Additionally, (d9) returned to manufacturer date was added, (h3) device evaluated by manufacturer was updated to yes, and (h4) device manufacturer date was added. The device was returned to olympus. Prior to device testing, the device was sent for hygiene microbiological testing by a third party. The hygiene microbiological investigation report indicated the channels of the scope were cultured and <1 colony forming unit of microorganisms were detected on the endoscope. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated by olympus and no abnormalities in the parts related to where the bacteria was detected were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and the information provided, the cause of the bacteria initially detected could not be determined. It is unknown if there were any deviations in reprocessing from the instruction manual as the reprocessing information was not provided by the customer. Therefore, the relationship between the device and the initially detected bacteria could not be identified. The event can be detected/prevented by following: the evis exera iii reprocessing manual provides the following warning: an insufficiently reprocessed endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for multiple colony forming units (cfus) of an unspecified bacteria. All channels were sampled on november 14, 2023. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.